Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was cementless implanted with a avenir stem (exact catalogue number unk) on unk date and was revised on unk date due to stem subsidence (around 1cm).